Event description:
Per provider the right side weld broke on frame.

Event description:
Per provider the right side weld broke on frame.

Manufacturer narrative:
(B)(6). Initial manufacturer report # 961529-2015-00022 was submitted to the FDA on 01/15/2015. A correction has been made to the initial reporter, e1. This is a canadian event, with a (B)(6) dealership location.